Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. The root cause for the damaged switch was excessive force. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor which was returned for evaluation into an unrelated issue, a reportable malfunction was found. The response buttons on the monitor were non-functional.